Event description:
Customer reports during an unknown urology procedure the fluoro failed. The physician cancelled the procedure and is bringing the patient on friday after the system is repaired. No procedural details were known except there was no patient injury.

Manufacturer narrative:
Field service engineer (fse) confirmed customer complaint that they had no fluoro capability and troubleshot the problem to a defective atp console board. Fse replaced the atp console board and verified proper operation according to service checklist. Unit passed checkout procedures and was returned to full service.